Event description:
Unomedical reference number (B)(4). Event occurred in the italy. The patient reported a high blood glucose (bg) level of 259 mg/dl. The issue was caused by the detachment of the infusion set. No further information available.

Manufacturer narrative:
E1: (B)(6).